Manufacturer narrative:
The system was examined and the reported event was not replicated. However, as a preventive measure, the lamp was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 25, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for a vitrectomy procedure, illumination issues occurred with multiple ports. The light was very low on the light pipe which was connected to port 3. The customer asked for technical troubleshooting and it was suggested to changed the light pipe to ports 1 or 2. The event was resolved. There was no patient involvement. The reporter is unwilling to provide further information.